Manufacturer narrative:
Concomitant medical products: product ID 3550-05, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative reports the controller had settings not available (screen 59). The caller reported that he was with the patient in office and saw the screen 59 on the verify controller. The patient was in the advanced evaluation. The patient had the trial for a week. The caller was with the patient yesterday as well and starting yesterday, every time he tried to increase stimulation screen 59 came up. The caller mentioned that the patient's cable had been pulled on. The caller check what the patient was programmed on to check for shorts. Patient had 3 programs program 1: 0-/3+ program 2: -1/3+, program 3: -2/+0 . Representative change program 1 to -1/+2 and did not resolve screen 59, caller changed program to 2-/+3, did not resolve issue. Perc extension was not seated properly. Reinsert perc extension resolved issue. The caller had the patient stand up and the perc extension was loose under the bandage, connection was secured and the issue was resolved. Trial started (B)(6) 2016. The caller stated the patient started the trial a week ago. Symptoms reported were none. Event date: (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.